Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00011: screws.

Event description:
An aculoc 2 plate was implanted. Post operatively, it was determined that this was not the correct plate to use for the fracture. That plate was removed and the more appropriate plate was implanted.